Manufacturer narrative:
We checked the returned unit and confirmed that the operation channel blocked. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the insertion flexible tube (ift) buckled, the distal body cracked, the bending rubber stretched, the remote control button(2) cut, the light guide cable cut, the down pulley wire non-pentax work/parts, the up pulley wire non-pentax work/parts, the left pulley wire non-pentax work/parts, and the right pulley wire non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.